Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had made inappropriate "no shock advised" determinations during patient use, which may prevent the device from providing therapy if it were needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted stryker to report that their device had made inappropriate "no shock advised" determinations during patient use, which may prevent the device from providing therapy if it were needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker further evaluated the device's electronic records and determined the algorithm decisions in this case file were not indicative of algorithm deviation from its established sensitivity and specificity as the ECG threshold criteria of a ¿shock advised¿ or ¿no shock advised¿ decision was met for each analysis. No evidence of device malfunction was observed during this analysis.